Event description:
It was reported post onyx injection, the physician reviewing the images and noticed onyx was in the carotid artery. The catheter was examined and found ruptured at 15 cm from the distal tip. No complications were reported with the pt as a result of the event. Same event as MDR 2029214-2011-00002.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).